Manufacturer narrative:
Follow-up #1 date of submission 10/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up, down and ok buttons were under responsive. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.